Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that approximately five hours post a right internal carotid artery stenting procedure, the patient experienced a stroke, initially with left-sided paralysis, then resolving to left-sided weakness. A head CT in 2009 showed no acute ischemic changes. Two days post-procedure, the patient was discharged to a rehabilitation facility. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Stroke is a known potential adverse event associated with the use of the device, as listed in the xact stent instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.